Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patients stimulation went from 2 volts to 0.95 volts on its own while he was in the same position a week prior to the report. Adaptive stimulation was on and he was using his normal group, group d. The manufacturer representative interrogated the patient on the day of the report, but did not check any of the position/amplitude trends. The patients orientation was reset and she checked the position range. The manufacturer representative met again with the patient on (B)(6) 2016 and the patient had been using adaptive stimulation since the reprogramming and the adaptive stimulation was working fine until the weekend prior. The patients lying back position was at 3.0 volts and the patient was expecting it to be at 2.0 volts. When checking the implantable neurostimulator with the clinician programmer, the assigned voltages were all appropriate except for lying back, which was at 3.05 volts. When looking at the amplitude trend, the lying back range was 2.0 volts -3.05 volts which reflected that the patient had changed the lying back voltage using the patient programmer, probably accidentally. When checking the patients position with the clinician programmer, all positions were checking as correct. The lying b position was reprogrammed to 2.0 volts and it was recommended that the manufacturer representative makes sure that the patient understands the patient programmer role with adaptive stimulation use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.